Event description:
It was observed during the device evaluation that the rigid video laparoscope exhibited a chipped light guide bundle, component failure of the light guide bundle, and peeling of the plating on the tip of the rigid tube, and component failure of the rigid tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction chipping of the light guide bundle was due to component failure of the light guide bundle. Additionally, the most probable cause of the plating peeling off at the tip of the rigid tube was a component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.